Event description:
It was reported that on (B)(6) 2023 the patient was admitted for major bleeding in the lower gastrointestinal (gi) tract. The patient had a documented history of a lesion or condition in the organ site of bleeding that could potentiate a bleeding episode. They received four to eight units of red cell concentrate per 24 hours. Leaking blood vessels were observed in the small intestine. The patient underwent an ablation and clipping of the leaking blood vessels using an endoscope. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.